Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's wife stated that the patient was experiencing excessive sweating, fatigue, light headedness and shakiness. The patient's bg value was 65 mg/dl and the patient's wife called the emergency medical technicians (emts). When the emts arrived, the patient's bg fell to 55 mg/dl and was treated with intravenous (IV) therapy of sugar solution and a peanut butter and jelly sandwich. Within an hour after treatment, the patient's bg increased to 173 mg/dl. At the time of contact, the patient was doing fine. Additional patient or event information is not available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Tested on global transmitter final functional tester: passed pairing with nordic bluetooth device: passed. Transmitter functional tester: passed. Share log review found no data. The customer complaint confirmation was undetermined because there was no data in the cloud. The customer complaint confirmation was undetermined because there was no data in the cloud.